Manufacturer narrative:
(B)(4). Batch # r9303u. Investigation summary. The device was received outside of its sterile package. Upon visual inspection, it was observed that the jaws were damaged at the proximal side. The device was connected to the generator and it was recognized. Because the jaw was damaged, not all functional testing could be performed with the generator. The condition of the device prevented the functionality of the jaws. The device was unable to cycle opened and closed. No conclusion could be reached as to what caused this issue. The batch history record was reviewed, and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported by the sales rep that during an unknown procedure, the enseal device was broken when taken out of the box. It is unknown how the case was completed. There were no patient consequences reported.